Event description:
It was reported that during the changeout procedure the right atrial (ra) lead was observed to have an insulation breach. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that all conductors were distorted, there was blood/body fluid on the proximal conductor (not obstructed), the proximal conductor was melted, the outer insulation was melted, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. The analyst's visual comment indicates that one of six proximal conductor filars was melted at 11cm, apparent explant damage. There was an insulation breach cut at 8cm, apparent explant damage.